Event description:
It was reported that the patient¿s pump was being explanted due to a suspected infection. It was indicated that the pump would be replaced on the date of explant and cultures would be taken to confirm the infection. The device system was used to deliver gablofen.

Manufacturer narrative:
Product ID 8709 lot# j10925r16, implanted: 2001 (B)(6); product type catheter product ID 8575 lot# n090715, implanted: 2007 (B)(6); product type accessory. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomalies.